Manufacturer narrative:
A ge service rep performed an onsite investigation. The broken power cable at the monitor cart was repaired. Various screws and lines were tightened. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not power up. No pt injury was reported.